Event description:
Reported issues with the insyte autoguard IV catheter lot number: 5191871 exp: 06/30/2028, issues have included: not retracting after pushing the button, retracting before the button is pushed, and IV catheter not advancing after needle has been introduced.